Event description:
Abbott freestyle libre 3 sensor applicators are dysfunctional leaving exposed needle upon opening applicator lid. Manufacturing issue as same problem over 15 devices in a row with multiple lot numbers. I've reported to abbott, however they continue to send defective devices. I have a few pictures here: (B)(6). Reference reports: mw5149608, mw5149609, mw5149610, mw5149612, mw5149613, mw5149614, mw5149615, mw5149616, mw5149617, mw5149618, mw5149619, mw5149620, mw5149621, mw5149622.